Event description:
See initial report.

Manufacturer narrative:
H.10: the affected device was returned to the manufacturer for repair and during the performed test the error code was confirmed. Troubleshooting revealed that the dc/dc board was defective. The root cause of the event is identified as the dc/dc board.

Manufacturer narrative:
During device inspection at manufacturer site, the device has been disinfected, opened, cleaned, checked and tested. Error reported confirmed. Electronic component dc/dc converter replaced. Calibration replaced correctly completed. Verification test correctly completed. Device returned to customer.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system gave an error code associated to the a/d converter after a procedure.there was no report of patient injury.